Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d1, d4, g1, g3, h6.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 using the cooladvantage coolcore system applicators. Paradoxical hyperplasia (ph) after treatment has been diagnosed and confirmed in upper abdomen.

Manufacturer narrative:
Corrected data: b5, d10. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/24/2024.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.